Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the stress when using, the external factors, or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the video processor was displayed frequently at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device but could not duplicate the reported phenomenon. There was no patient injury associated with this report.